Manufacturer narrative:
This MDR submitted (B)(4) 2011 references itc (B)(4) and cuvette lot j0kwc138. Method: device history record reviewed for ncmr and CAPA. The instrument has not been returned for failure analysis/laboratory testing. Result: record eval completed. Product met all release criteria. Conclusion: device not returned. No conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports a pt experienced a bleeding event. On (B)(6) 2011, the protime microcoagulation system gave an inr of 1.2. They increased the dose to 5 mg and rechecked the inr on (B)(6) 2011. The inr was 1.1. The dose was increased to 7.5 mg. On (B)(6) 2011, the pt was hospitalized with "significant epistaxis". The unblinded reference lab inr was greater than 10. The pt recovered. This event occurred outside the u.s. During the course of a (B)(4).